Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was hit while the customer was playing baseball and the touchscreen became cracked and unresponsive. Customer's blood glucose was 252 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.